Event description:
It was reported that after a successful insertion, the pump alarmed for a suspected helium leak. "After multiple inspections, all connection parts were found to be normal, so the catheter was removed and the machine was withdrawn. After replacing the catheter, normal counterpulsation was achieved, and the patient's surgery was successful." The 2nd iab was inserted at a different insertion site. No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
Qn# (B)(4). N/a. Other remarks: n/a. Corrected data: n/a.

Manufacturer narrative:
Qn# (B)(4). The reported complaint of iab helium loss alarm was not able to be confirmed as the product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint was undetermined. No further action required at this time. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that after a successful insertion, the pump alarmed for a suspected helium leak. "After multiple inspections, all connection parts were found to be normal, so the catheter was removed and the machine was withdrawn. After replacing the catheter, normal counterpulsation was achieved, and the patient's surgery was successful." The 2nd iab was inserted at a different insertion site. No patient harm or injury. The patient status is reported as "fine".